Event description:
As reported by the user facility: detailed inquiry description: end of catheter blue tip sheared off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, the tip of the catheter was observed to be sheared off. Although the tip of the catheter was sheared off, the reported defect is not likely to have happened during the manufacturing process. There is a possibility that the defect could have happened during application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.